Event description:
It was reported that a data issue was observed on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Device implant data and electrode information were missing from the database. Analysis of the device was performed, and a patient details (pd) error was observed, which confirmed evidence of memory corruption throughout the firmware log and programmer reserved ram. It was confirmed that this is a benign error, but the amount of memory corruption suggests that this device may be exposed to a higher-than-normal rate of ionizing radiation. Additionally, it was mentioned that the device had migrated from the initial position as well as causing dislodgement of the electrode. Troubleshooting for the data issue and memory corruption was discussed. X-rays and further evaluation of the patient was discussed in order to address the migration and dislodgement allegations. This system remains in service. No adverse patient effects were reported.